Manufacturer narrative:
This follow up report is being submitted to report investigation findings, the device was found to have failed leak test and exhibited some loss of deflection angle of the bending section upon receipt, a breach was also observed at the bending rubber. The subject device was connected to a console, no image was able to be displayed on the monitor, however an error code "e7-led failure detected" was displayed instead of the reported "e2-loss of communication" error. Cable connector pins of the subject device were visually inspected and there was no signs of damage or defects. Further investigation showed a deformed working channel and some signs of corrosion near the handle board, which was attributed to fluid ingress from the breach at the rubber. The breach in the rubber is not expected during normal usage of the device. It was determined that the issue was not due to a defect of the device or manufacturing process. The root cause of the fluid ingress causing communication error could not be conclusively determined, but was attributed to a use error by the user.

Event description:
It was reported that the subject device was performing as per expected for 30 minutes, then it began flickering, before losing signal with an "e2 loss of communication" error code showing up. A replacement scope was used with no issues. The subject device was found to have failed leak test after the procedure during reprocessing. There were no reports of patient injury.

Manufacturer narrative:
Review of production records did not reveal any deviations in the manufacturing process. The device passed all specificed acceptance criteria prior to release. A follow-up report will be submitted when the investigation is completed or if additional information becomes available. Device receipt anticipated but has not been received.